Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturing representative that they thought the implantable neurostimulator (ins) was fully discharged. The patient's family was going to see the patient to see if any communication was possible between the ins and the recharger or patient programmer. If no communication was possible, the manufacturing representative was going to meet with the patient and try communicating with the ins using a clinician programmer. The ins was overdischarged and the overdischarge was caused by the ins not being recharged. The patient was instructed on how to charge the ins and they were able to recharge the ins. The ins was now functioning properly and the issue was resolved. The patient's indication for use is parkinsonian tremor and movement disorders.